Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, life scan USA was contacted by a reporter alleging that their meter was missing the average blood glucose measurements. This issue is being reported because it was not resolved through troubleshooting. There is no evidence to suggest that this issue caused or contributed to a serious injury or death.